Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient, lens, stuck in cartridge. (B)(4). Lens not returned.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn and one haptic bent. There was evidence of dark surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens problems include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens problems, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens and the lens became stuck in the cartridge. There was no patient contact. Another same model lens was implanted.